Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Only the inserter was returned. Visual assessment of the inserter showed no damage. Torque limiter was functionally tested and performed as intended. Without the return of the anchor the reported complaint cannot be confirmed and a rootcause cannot be determined.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the bioraptor knotless suture anchor cracked during implantation (cracked when knocking in). Osteoraptor was used as the backup anchor. Less than 10 minute delay was noted as a result. Anchor was successfully removed and no additional bone holes were required to be drilled. No patient injury was reported.